Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated impedance trend on the right ventricular (rv) defibrillation coil was variable. Analysis of the device memory indicated the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the svc defibrillation coil was variable. Lead impedance alert on (B)(6) 2014. Max rv impedance trend is varying between 100 and 200 ohms. Max svc impedance trend is varying between 100 and 200 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6945-65 lead, implanted: (B)(6) 2001; 4968-35 lead, implanted (B)(6) 2006; 6940-52 lead, implanted (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the impedance trend on the rv (right ventricular) defibrillation coil and the svc (superior vena cava) defibrillation coil was variable. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was additionally reported that there was an isolated pacing impedance spike to high levels. Reprogramming was performed to turn off detections.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for variations of out of range high rv and superior vena cava (svc) impedances. Attempts to gain additional information from the clinic did not yield any results. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.